Event description:
It was reported to philips that the device was dropped and damaged the front case.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6).

Manufacturer narrative:
It was reported to philips that the device was dropped and damaged the front case and power pca. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed. The unit was damaged and failed to boot up after the device was dropped and it was found that multiple components needed to be replaced as a result of the fall.